Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
During initial implant of bifurcated stent the physician had difficulty deploying the stent. The physician had trouble deploying the contra lateral limb and was not able to pull down the sure pass wire. After troubleshooting the deployment was successful. During a final angiogram run the physician identified a dissection in the right external iliac artery. An additional non-endologix stent was placed to resolve the issue. The procedure was completed and there have been no additional adverse events reported for this patient